Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade IV.

Event description:
Patient representative reported intensive ¿pain in the armpit and breast¿, ¿significant weight loss¿, ¿deformation of the breast¿. Because of the health condition of the patient, it was only possible to remove the implants and form a new breast with the tmg-flap method, where tissue is removed from the inner thigh and put into the breast. Subsequently, physician reported, "loss of weight¿, ¿severe breast deformation¿ with ¿presence of a 1x1,5 bump¿, ¿extreme touch and tactile sensitivity¿, ¿pain in the axilla" and ¿capsular contracture - baker grade IV¿. This relates to the left side. Device has been explanted and will be returned.